Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed the circular magnet was detached from the grip of the left master tool manipulator (mtml). The fse replaced the mtml to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm2 was analyzed and the reported failure of grip calibration issue was able to be reproduced during calibration. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the submitted images was performed by an isi regulatory post market surveillance (rpms) analyst. The following information was provided: the magnet on the mtm arm was found detached. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the grip on the left master tool manipulator (mtml) was not working during suturing after removing the myoma. The customer performed hard power cycle of the system, but the issue persisted. The customer continued the procedure with 1 mtm arm at the end. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without issues. The customer was able to complete the procedure under the current condition using the same surgeon side console (ssc) system. The issue occurred approximately 30 minutes after starting the procedure.